Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00060, 3006705815-2020-00153. It was reported the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was relocated due to patient experiencing pain at the ipg site. Additionally, one of the patient's leads was accidentally cut resulting in the lead being explanted due to the patient's inability to remain still. Reportedly, effective therapy was established postoperatively and all reported issues have resolved. It is unknown which lead was cut. Therefore, all suspected devices are being reported.